Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the failure of osseointegration of the dental implant installed in intraoral region #8. Forty-five ncm of primary stability was achieved and immediate load was not performed and immediate load was performed. No further information was provided.